Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with gehc technical support. The resolution is unknown. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported an over delivery of tidal volume during a case. The patient was switched to manual ventilation. There was no report of patient injury.